Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she experiences heating at the ipg when stimulation is on. The heating does not occur while charging. The patient was advised to consult with her physician as the next course of action.